Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the bearings were defective. It was further determined that the device failed the following pre-tests: check for leakage and check function of all modes. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the battery handpiece device was getting warm when you put it in place causing the device to malfunction. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.